Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the midpoint. A piece approximately 2mm x 10mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head was broken. The broken piece was discarded. The customer used a spare instrument to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the team lead reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The instrument did not collide with any hard object or another instrument. No fragment fell into the patient was confirmed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the harmonic ace instrument was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows a part of the instrument's blade was broken off.